Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring greater than 3000 ohms. It was noted this has been an issue for greater than six months. Technical services recommended further evaluation of the rv lead. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.